Event description:
During the pfa procedure, the catheter tip was detached and remained in the patient, requiring the use of a snare to retrieve the component. The left atrium pre-mapping was performed. After insertion into the left superior pulmonary vein, an attempt was made to insert into the left inferior pulmonary vein, but the catheter would not advance. At that time, the physician noted a display abnormality on fluoroscopic imaging, the area appeared twisted, and also on ensite, all spline #1 electrodes of the catheter appeared to be stuck together. An attempt was made to retract the catheter into the sheath, however the paddle tip of the catheter became stuck at the sheath tip and could not be pulled back. When the physician forcefully pulled the catheter, the tip portion detached and fell into the left atrium. The catheter was replaced, and the case was completed. Subsequently, a CT scan was performed to locate and retrieve the detached tip. The tip was located near the iliac artery, so an attempt was made to retrieve the detached tip using a snare via puncture of the left femoral artery, but due to blood flow and wire manipulation, the tip migrated further distally. An additional puncture was performed from the right side, and the component was successfully retrieved using a snare.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-f, sensor enabled, advisor hd grid x mapping catheter was received for evaluation. The nitinol frame and pellethane tubing of the paddle assembly were partially detached from the irrigation coupler cap. Advisor hd grid x instructions for use (IFU) states, "do not use force to advance or withdraw catheter when resistance is encountered." In addition, the IFU also states, "to prevent entanglement with concomitantly used catheters, use care when using during use of the catheter." Communication with the field indicates that there were multiple devices concomitantly in the patient during withdrawal from the patient. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the material separation is consistent with not following the instructions for use.